Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a 2008t machine experienced an emptying message during a patient's hemodialysis (hd) treatment. During followup, it was confirmed that the patient did not experience an adverse effect, serious injury, or require medical intervention as a result of this incident. The patient completed treatment on another machine. The patient's blood was not returned. The patient's estimated blood loss (ebl) was not provided. The biomed stated the issue was resolved by replacing the shunt assembly and the machine has been returned to service. The complaint sample was not returned to the manufacturer for a physical evaluation.